Event description:
It was reported that the impedance of the right ventricular (rv) pacing lead is high and out of range. An automatic switch from bipolar to unipolar was triggered due to the rv pacing impedance measurement exceeding 3000 ohms. The electrogram displays noise on the ventricular channel, resulting in inhibited pacing and atrial oversensing, which has been previously reported and is causing an increase in ventricular pacing. A ventricular episode recorded in june also indicates noise being oversensed on the ventricular channel. This pacemaker currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that the impedance of the right ventricular (rv) pacing lead is high and out of range. An automatic switch from bipolar to unipolar was triggered due to the rv pacing impedance measurement exceeding 3000 ohms. The electrogram displays noise on the ventricular channel, resulting in inhibited pacing and atrial oversensing, which has been previously reported and is causing an increase in ventricular pacing. A ventricular episode recorded in june also indicates noise being oversensed on the ventricular channel. This pacemaker currently remains implanted and in service. No adverse patient effects were reported. Additional information was received that surgical intervention was undertaken as a result of the previous reported clinical observations. A new pacemaker system was implanted on the opposite side (right side). This pacemaker, right atrial (ra) and right ventricular (rv) lead were electrically abandoned on the left side. No additional adverse patient effects were reported. This device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the impedance of the right ventricular (rv) pacing lead is high and out of range. An automatic switch from bipolar to unipolar was triggered due to the rv pacing impedance measurement exceeding 3000 ohms. The electrogram displays noise on the ventricular channel, resulting in inhibited pacing and atrial oversensing, which has been previously reported and is causing an increase in ventricular pacing. A ventricular episode recorded in june also indicates noise being oversensed on the ventricular channel. This pacemaker currently remains implanted and in service. No adverse patient effects were reported. Additional information was received that surgical intervention was undertaken as a result of the previous reported clinical observations. A new pacemaker system was implanted on the opposite side (right side). This pacemaker, right atrial (ra) and right ventricular (rv) lead were electrically abandoned on the left side. No additional adverse patient effects were reported. This device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the impedance of the right ventricular (rv) pacing lead is high and out of range. An automatic switch from bipolar to unipolar was triggered due to the rv pacing impedance measurement exceeding 3000 ohms. The electrogram displays noise on the ventricular channel, resulting in inhibited pacing and atrial oversensing, which has been previously reported and is causing an increase in ventricular pacing. A ventricular episode recorded in june also indicates noise being oversensed on the ventricular channel. This pacemaker currently remains implanted and in service. No adverse patient effects were reported. Further information from the field confirms that the device remains implanted and operational, with no additional interventions undertaken. The patient will be subject to ongoing close monitoring.